Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels, and the insulin pump alarmed no delivery. The blood glucose reading was over 500 mg/dl, which was treated with the insulin pump and a manual injection. Upon troubleshooting, the insulin pump passed the high pressure test. The customer stated that she would consult her doctor regarding alternate insertion sites, as she felt that her abdomen needed time to dry out and heal. She believed that the high blood glucose was related to stress and new medications she was one. She stated that she was pleased to know that the device was working as designed. She noted that this was a past event, there was blood at the insertion site, and the site healed normally. Nothing further reported.